Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material exiting the air/ water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer noted it is unknown whether there was deviation from the instructions for use in reprocessing steps for the area foreign material remained. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material exiting the air/water (a/w) nozzle, a/w-channel, and a/w-cylinder.